Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pen ndl 32g 4mm pro experienced inability to detach. The following information was provided by the initial reporter: upon recapping, the outer cover was spinning around and the pen needle could not be detached from the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evalution?: yes. D.10. Returned to manufacturer on: 16-aug-2022 h.6. Investigation summary: one open 32g x 4 mm pen needle sample and two photos were returned from lot. No. 1195505, cat. No. 320559. A functionality test was carried out on the returned sample as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the bd pen ndl 32g 4mm pro experienced inability to detach. The following information was provided by the initial reporter: upon recapping, the outer cover was spinning around and the pen needle could not be detached from the pen.